Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated the unit will not give warning alarm at start up.

Manufacturer narrative:
The device was evaluated by the returns department which found that the circuit breaker is defective.

Event description:
The dealer stated, the unit will not give warning alarm at start up.